Event description:
It was reported that during a procedure, perforation of the pt's heart occurred. It was also reported that the ep staff drained the fluid from the pt's pericardial space, after which the pt went into surgery. Customer did not know the lot number of the catheter that was used. Several subsequent follow up attempts were made in an effort to obtain pt status info. However, no add'l info could be obtained from customer.

Manufacturer narrative:
Customer did not return the complaint product for evaluation